Manufacturer narrative:
The following was performed by a technician of the maquet failure analysis and testing (fat) department (B)(4), nj: the failure analysis and testing department received the following part associated with this complaint: safety disk. This part was received with a reported unit failure message of safety disk leak test error. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of safety disk leak test error. Safety disk passed testing withing factory specification. Retaining safety disk in the fat dept. Per procedure. The root cause for this failure is not confirmed as fat were not able to reproduce the error.

Manufacturer narrative:
Updated fields - b4, d1, d4 (version/model#, catalog#), d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: h6 (medical device ¿ problem code). Additional information: contact person department: clinical engineer. A getinge field service engineer (fse) evaluated the unit and found safety disk leak test error is reoccurred, safety disk replaced. In addition to leak test, above operation check was performed, equipment is in good condition.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) safety disk leak test error. The unit is not in clinical use. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) safety disk leak test error. The unit is not in clinical use. There was no patient involvement.